Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no part/lot number was reported and the subject device was not returned.

Event description:
The journal of trauma injury, infection, and critical care, volume 61, number 6, reported a tfn was implanted approx between 2003 and 2004; status post tfn revision due to helical blade penetration into the hip joint. Pt again experienced penetration of helical blade into hip joint. Pt was revised to total hip arthroplasty. This is the second of two reports for this event.